Event description:
It was reported the customer was hospitalized in (B)(6) 2014. Customer stated the hospitalization was not diabetes related. The customer also reported a crack above the display on their insulin pump. Customer's blood glucose was 269 mg/dl. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).